Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the left ventricular (lv) lead exhibited high capture threshold and high pacing impedance. The lv lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
Correction: section h1 - type of reportable event should be malfunction instead of blank.